Event description:
An angiogram was being done in interventional by vascular surgeon. He was attempting to get thru a total occlusion of a right superficial artery with a cordis sv-5 .018 x 3000m wire, when a piece of the wire broke off at about the right poplitial artery level, but in the subintimal space not within the artery. Md was able to get better blood flow to the pt. Rt lower extremity with angioplasty and stenting. Post exam pt did have a doppler pulse in her right foot.